Manufacturer narrative:
Concomitant products - boston scientific obtryx on (B)(6) 2009; boston scientific precision speedtac on (B)(6) 2014; ams elevate on (B)(6) 2014; coloplast suspend on (B)(6) 2014. Based on the information provided by the complainant, details regarding a specific correlation between the symphysis product¿s performance and the alleged injury remain unknown. A root cause of the claim allegations is inconclusive due to the lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. A follow-up MDR will be filed if additional details are obtained.

Event description:
The patient was reportedly implanted with a boston scientific obtryx and a symphysis pelvic floor repair graft on (B)(6) 2009, at (B)(6) hospital in (B)(6), by dr. (B)(6). The patient was also reportedly implanted with a boston scientific precision speedtac, an ams elevate, and a coloplast suspend on (B)(6) 2014, at (B)(6) hospital in (B)(6), by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.